Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 13-jul-2013 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. Due to the age of the device and the fact there are no repairs available for the video baton the customer elected to replace the glidescope avl video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, three (3) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was intermittent. The customer indicated the image would cut out when the cable is slightly manipulated. A backup avl system was used to complete the procedure, however, it was not specified how long it took to prepare the backup device. No harm to patient or user was reported.